Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and joint pain/arthritis. It was reported on (B)(6) 2017 that the catheter ¿pulled out¿ of the patient¿s spine. It was indicated that the patient did not remember when this happened but it was with the first pump. It was also indicated that this was a time where the patient had gone through withdrawal. It was noted that when the patient had withdrawal symptoms they felt an increase in pain, spasms in the abdomen, a disgusting taste/smell, yawning, tearing, nausea, rocking back and forth, and dry heaves. It was noted that the patient had surgery to ¿reattach it.¿ no further complications were reported.